Manufacturer narrative:
(B)(6). Concomitant: unknown femoral component. Complaint sample was evaluated and the reported event was confirmed. [42517400710, 62200224] was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use and has fractured on the medial side of the post, all pieces were returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Investigation results concluded that the reported event was due to bending/torsional loading on the device. The root cause is considered to be a design deficiency.

Event description:
It was reported that during trialing, the instrument was fractured. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.